Manufacturer narrative:
Identification #: (B)(4). D4: device was manufactured in 2007 and was not subject to UDI requirements. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The device has a low volume alarm and the vent inop led comes on when it's plugged into ac power.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6, and h11. Results of investigation: the customer discussed the case with tech service. After discussing the case with technical service, it was recommended that the power board be replaced. A supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.